Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50e (B)(4) model description:st linear trial lead, 50cm with pre-loaded 0.014 inch stylet (streamlined) the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility.

Event description:
A report was received that the trial patient experienced a csf leak. The patient's symptom was a headache. The physician aborted the trial and performed a blood patch. The patient was reportedly doing fine.

Event description:
A report was received that the trial patient experienced a csf leak. The patient's symptom was a headache. The physician aborted the trial and performed a blood patch. The patient was reportedly doing fine.